Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (565 mg/dl). Reportedly, incomplete bolus alerts occurred. Tandem technical support educated the customer on incomplete bolus alerts. Customer changed pump supplies and administered a correction injection to address bg levels.